Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During the processing of this incident attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient complained the implantable pulse generator (ipg) had eroded through the skin. Patient said the ipg site is uncomfortable when sitting down and she is unable to lean in either direction. Patient is to consult with her physician as the next course of action.